Event description:
It was reported that the debit perfusion didn't conform to the source. There was unknown patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a damaged dso seal and battery compartment. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem; however, the dso seal was damaged. The dso seal and battery compartment were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.